Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was fractured approximately 50.0 cm from the hub. Conclusions: evaluation of the returned device revealed that it was fractured. This damage may have occurred due to forceful handling during removal from the packaging hoop. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a percutaneous thrombectomy procedure, the px slim delivery microcatheter (px slim) was removed from its packaging hoop and was found to be fractured approximately sixty centimeters from its hub. The damaged px slim was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new px slim.